Event description:
On may 15, 2009, the lay user/reporter in the UK, the patient's son, contacted lifescan (lfs) to report the one touch basic meter was displaying the battery indicator symbol. On may 19, 2009, the technical service representative (tsr) spoke with the patient to obtain and verify information. Since a week prior to original date, the patient noted the reported meter was displaying the battery indicator symbol, and she was unable to use the meter to test her blood glucose levels. During the time period she was unable to test her blood glucose levels, the patient continued to take her usual meals and diabetes medications. The day prior to original date at 12:30 am, the patient claimed she experienced the symptoms of sweating, shaking, feeling hot and unwell. The patient did not attempt to test her blood glucose level while symptomatic. The patient administered self-treatment by consuming food and a glucose tablet, and felt better afterwards. She did not seek medical attention. The patient claimed she had recently been experiencing hypoglycemic episodes, and scheduled to visit her physician. The patient takes the oral diabetes medications glimepiride 3 mg three times per day and metformin 500 mg twice per day. Her expected meter readings range from 4.0 mmol/l to 7.0 mmol/l, and she tests here blood glucose level two to three times per day. During the troubleshooting telephone call, the tsr determined the patient had not replaced the meter's battery as recommended by the manufacturer. The meter was replaced. The patient did not replace the meter's battery as recommended. One week after not being able to test her blood glucose level due to the meter power issue, the patient allegedly experienced symptoms suggesting severe hypoglycemia, and received treatment with glucose to alleviate the symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.